Manufacturer narrative:
One device was received for evaluation for the complaint that the device exhibited an occlusion alarm. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint was not verified when reviewing the alarm history and unable to verify the probable root cause as the occlusion is normal in pump to detect any blockages. The pump was recalibrated and tested passing all verification testing.

Event description:
It was reported that the device exhibited an occlusion alarm. The biomed stated that the pump passed all tests and the issue could not be replicated. The event occurred during infusion. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.